Event description:
It was reported by customer that the intra-aortic balloon pump (iabp) had empty helium cylinder during routine testing. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1 event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.